Manufacturer narrative:
(B)(4). The device was manufactured on november 30, 2010 ¿ december 1, 2010. Evaluation summary: the actual device was evaluated. Visual inspection of the device revealed no evidence of ¿missing top white tip¿, nor any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was missing the ¿top white tip.¿ the reporter stated that this was identified before patient use. There was no patient involvement. No additional information is available. This is report 5 of 9.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.